Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from its tubing. The reporter stated that it seemed that the tubing was welded to the overpouch, causing holes in the tubing. This occurred during setup. The solution that leaked was sodium chloride. There was no patient involvement. No additional information is available. This is report 4 of 4.